Event description:
It was reported while using bd vacutainer® k2e (edta) 5.4 mg blood collection tubes, four (4) tubes were missing a label. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 03-apr-2025 investigation summary bd received one photo and four samples for investigation. The analysis of the returned samples and the photo indicated that the tubes were missing their unit label. Additionally, 100 retained samples were evaluated, and no further examples of missing labels were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: missing label. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2e (edta) 5.4 mg blood collection tubes, four (4) tubes were missing a label. No adverse impact was reported regarding the patient or user.